Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, atp therapy was delivered successfully although no atp/vt zone was programmed. Clarifications were requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside of the unite states. Analysis is pending.